Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call.

Event description:
The customer reported that sometimes there is no image on the monitor on the 9600 system. No pt injury was reported.